Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you identify the lot number of the j839 suture used? No. Was any anomaly noted with the 2-0 vicryl suture prior to use? No. What was the indication for the re-operation? Who performs the closure (pa or surgeon)? Wound dehiscence (spitting suture). How long was incision? 3¿. Detail about how many of the sutures were missing or if any knots present in subq layer? Suture remaining but spitting. Was there any patient event prior to symptoms (fall, cough, etc)? No. Do you have any suture samples for evaluation? No. What is the current condition of the patient? Stable and closed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. On (B)(6) 2017 the patient returned and wound dehiscence and suture spitting was observed. A revision procedure was performed on (B)(6) 2017. The patient is currently stable and closed after re-operation. Additional information was requested.